Event description:
The biomedical engineer (bme) reported there seems to be an inconsistency between the heart rate (hr) that is being displayed on the telemetry transmitters (tele) versus the hr that is being displayed at the central nurse's station (cns). The magnitude of the alleged hr inconsistency was unclear. They later stated on (B)(6) 2023 that the complaint is regarding the artifacts of the waveforms which is causing the hr to be misread. This happens on the cns regardless of any transmitter model that is used - zm-530pa and zm-531pa. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported there seems to be an inconsistency between the heart rate (hr) that is being displayed on the telemetry transmitters (tele) versus the hr that is being displayed at the central nurse's station (cns). The magnitude of the alleged hr inconsistency was unclear. They later stated on (B)(6) 2023 that the complaint is regarding the artifacts of the waveforms which is causing the hr to be misread. This happens on the cns regardless of any transmitter model that is used - zm-530pa and zm-531pa. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device. Attempt #1 11/29/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/01/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/05/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #4 12/13/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Multiple patient receiver (org) model: ni. Sn: ni. Device manufacturer date: ni . Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Telemetry transmitter(s) model: zm-530pa. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Telemetry transmitter(s) model: zm-531pa sn: ni device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported there seems to be an inconsistency between the heart rate (hr) that is being displayed on the telemetry transmitters (tele) versus the hr that is being displayed at the central nurse's station (cns). The magnitude of the alleged hr inconsistency was unclear. They later stated on (B)(6) 2023 that the complaint is regarding the artifacts of the waveforms which is causing the hr to be misread. This happens on the cns regardless of any transmitter model that is used - zm-530pa and zm-531pa. No patient harm was reported. Investigation conclusion: additional information that was reported to us by the customer was that the reported event has been occurring continuously for the past two weeks. When we requested pictures of what the hr values were, (for the cns and transmitters), we received movie files instead. In addition, we were informed that this complaint was more about waveform artifacts that erroneously displayed hr. After reviewing all the information. It was found that the cause was not the product, but the antenna system, and the phenomena were derived from boosters and antenna systems in the facility. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #4: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Multiple patient receiver (org): model: ni. Sn: ni. Device manufacturer date: ni . Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Telemetry transmitter(s). Model: zm-530pa. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Telemetry transmitter(s). Model: zm-531pa. Sn: ni. Device manufacturer date: ni . Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported there seems to be an inconsistency between the heart rate (hr) that is being displayed on the telemetry transmitters (tele) versus the hr that is being displayed at the central nurse's station (cns). The magnitude of the alleged hr inconsistency was unclear. They later stated on (B)(6) 2023 that the complaint is regarding the artifacts of the waveforms which is causing the hr to be misread. This happens on the cns regardless of any transmitter model that is used - zm-530pa and zm-531pa. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported there seems to be an inconsistency between the heart rate (hr) that is being displayed on the telemetry transmitters (tele) versus the hr that is being displayed at the central nurse's station (cns). The magnitude of the alleged hr inconsistency was unclear. They later stated on 12/15/2023 that the complaint is regarding the artifacts of the waveforms which is causing the hr to be misread. This happens on the cns regardless of any transmitter model that is used - zm-530pa and zm-531pa. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.